Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information regarding this event has been requested, but has not been received. If additional information is received a supplemental report will be submitted. The date of event is approximate, the exact date is not known. Csi ID: (B)(4).

Event description:
During treatment with a diamondback coronary orbital atherectomy device, a contained vessel perforation and dissection occurred. Stent placement was performed to resolve the issue and the patient was doing well following the procedure.

Manufacturer narrative:
Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used for treatment of a lesion in the right coronary artery (rca). The vessel was 99% stenosed and severely calcified. Four treatments were performed on low speed, and two runs were performed on high speed in the proximal segment. Two low speed treatments were performed at the middle segment. A perforation occurred in the mid segment of the vessel. Stent placement was performed to resolve the perforation, and the patient was well following the procedure.